Manufacturer narrative:
Per the tandem t:slim pump user guide: "it is very important to set the current time and date accurately to ensure safe insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. Tandem technical support (cts) educated the customer on how to update to correct time and date and explained to consult with health care provider. Customer acknowledged and successfully updated dated and time. There was no known impact to the customer's blood glucose.